Event description:
It was reported that the patient's system controller was exchanged due to bent/broken pins. Log files were sent for a review. The event log contained alarms associated with the reported controller exchange. The limited data following these alarms indicated the pump resumed the programmed set speed. Patient support remained ongoing.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
D4: UDI - correction. Manufacturer's investigation conclusion: the reported event of a damaged pin on the system controller was unable to be confirmed. The system controller (serial number: (B)(6) was not returned for analysis, and the submitted log file did not capture the reported event date. Additional provided information stated the serial number of the system controller and that the system controller would not be returning for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.